Event description:
It was learned via implant patient registry that a 23 mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 5 months due to unknown reason. The explanted valve was replaced with a 21 mm 3300tfx aortic valve. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 5 months due to endocarditis (mssa), severe aortic regurgitation (ar), and aortic root abscess. The explanted valve was replaced with a 21mm 3300tfx aortic valve. Per medical records, the patient was diagnosed with mssa endocarditis of the aortic valve since august 2021, likely secondary to urosepsis. Inspection of the aortic root revealed the stented pericardial valve appeared to be intact with no vegetation, no tear, and no erosion in the leaflets. A large cavity on the right half, right sinus of the valsalva proximally. This cavity was also connected to an open perivalvular space responsible for the severe ar. Repair of a large aortic root abscess into the right ventricle was performed with a pericardial patch. The 23mm valve was explanted and replaced with a 21mm 3300tfx valve. Tee revealed the bioprosthetic aortic valve functioning normally with minimal central regurgitation. Due to intraoperative acute blood loss anemia, the patient received blood products. The patient weaned off bypass. The patient tolerated the procedure well and was transferred to the ctu in stable condition. Post procedure, the patient demonstrated acute systolic heart failure associated with hemodynamic instability and dopamine infusion was initiated. On pod #1, the patient's condition improved. On pod #4, the patient was deemed stable for discharge to home with home health services.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5 h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.